Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4).

Event description:
The surgeon implanted a silicone lens model aa4203tl and was damaged during implantation. The lens was cut into pieces when it was removed and there was no patient injury.